Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on 4/18/2016. The events of seroma, lump/nodule, necrosis, inflammation, and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was due to diagnosis of lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported left side "appearance of redness" and diagnosis of anaplastic large cell lymphoma. Histology analysis of the capsule concluded markers "cd30+/cd4+/alk-." Health professional later reported "fibrinous necrosis," "stiffness," "axillary ganglia, histologically benign", "lower internal cystosteatonecrotic nodule," "type 2 microcalcifications," "posterior lymphocele," capsular contracture, baker grade 2, "ascending aortic aneurysm," "diffuse uptake in the transverse colon," "dorsal lymphorrhea," "vesicular calculi," and "ascending aortic dilatation." A capsulectomy was performed and the device has been explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).